Manufacturer narrative:
According to the facility on (B)(6) 2024 during the middle of a standard procedure, the device got stuck on a wire and they had difficulty removing it out of the body. After the issue, they used a different device and started over. There was a time delay to the procedure as well. The facility stated there was no impact to the patient and no impact to the procedure. A device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2024 during the middle of a standard procedure, the device got stuck on a wire and they had difficulty removing it out of the body.